Event description:
It was reported that the pump was damaged, it was being administered parenteral nutrition (npt) at home and that it displayed a "motor failure" message on its screen. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.